Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose rose to a high level, though exact value was unknown and device displayed ¿high.¿ a manual insulin injection was administered to address bg level. Customer to replace supplies as necessary and resume insulin.